Event description:
Rptr has noted an increase in donor c/o pain, bruising and burning at venipuncture site with the conversion from another MFR's bpu to this co's. Co has no other reports of this nature against subject product code and lot # for this time frame. Event date: 12/92.